Event description:
During index procedure the patient had three resolute integrity drug-eluting stents successfully deployed at rca. 6 days later patient was transferred to hospital with shock and cyanosis. Oxygen inhalation was provided. Stent thrombosis also identified.patient expired due to cardiogenic shock before arriving in cath lab. Patient was not resistant to anti-platelet drugs.

Manufacturer narrative:
Evaluation codes: results inherent risk of procedure (death, shock, stent thrombosis). Evaluation codes, conclusions: inherent risk of procedure (death, stent thrombosis). (B)(4).